Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was in patient use for 2-3 days when the device was found leaking at the cuff. According to the reporter, the cuff was re-inflated, but would not remain pressurized; therefore, the tracheostomy tube was replaced. The reporter explained that the tracheostomy tube had been checked for leaks prior to patient use, and no leaks were detected. The reporter indicated that no adverse health effects resulted from event.

Manufacturer narrative:
(B)(4). One used portex® blue line® siliconised pvc suctionaid® tracheostomy tube and a photograph were received for investigation. A visual inspection was performed and no holes were found in the cuff. Functional testing revealed no leaks. The cuff remained inflated after one hour, and no leakage was observed. A manufacturing review was performed and no discrepancies were found. The complaint was not confirmed, and no root cause was determined.